Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's cicrumflex artery. A dissection of the circumflex artery occurred following post-dilation. Attempts to advance a second coronary stent to the site of dissection were unsuccessful. The delivery system was withdrawn from the pt without complication. Three add'l stents (another manufacturer's) were deployed in an attempt to reestablish coronary perfusion. The circumflex artery collapsed. A decision was made to observe the pt rather than to perform a surgical procedure. There was no add'l clinical sequelae reported relative to the event.